Manufacturer narrative:
Combination product: yes. The affected orsiro was not returned to biotronik and could therefore not be subjected to a technical investigation. The customer did not provide the lot number of the affected orsiro. Even after additional correspondence with both the local staff and the corporate sales support, the lot number could not be identified. Images of the case such as angiographies or ivus records of the initial or follow-up procedure could also not be obtained. Therefore, no complaint investigation could be performed. The physician stated that the affected orsiro stent was well adapted to the vessel wall and expanded to an almost perfect circle, although it is slightly undersized compared to the vessel diameter. The physician further stated that the patient had been working in hot places every day for several days prior to the onset of this event and collapsed at work in late july. A blood test was performed at a nearby hospital and dehydration was noted due to worsening renal function. The patient had been performing similar work prior to visiting the hospital this time, and it is believed that severe dehydration may have induced the formation of the thrombus.

Manufacturer narrative:
Combination product: yes.

Event description:
After placement of the orsiro drug-eluting stent on (B)(6) 2020, there were no particular problems. On (B)(6) 2024 patient collapsed and presented with mi. Cag was performed, and a fluoroscopic image suspected of a thrombus was found in the lad stent. A thrombus aspiration was done but was unable to be removed. After performing long infusion with ryusei (perfusion balloon), the thrombus receded slightly, so drug-coated ballooning was performed, and the procedure was completed.